Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon functional testing of the returned sample. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and packaging. The device was visually inspected and found to have been in unused condition with no visible signs of blood. No damage or issue was identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected properly, and no issue was identified with device connection. The complaint was unable to be confirmed for an assembly issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal sheath and the dilator were not connected, they did not click. The device was not used on the patient. Additional information was received on 24 mar 2023: the patient was not affected as the issue was noted during preparation.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.